Event description:
Tampon string breaks off upon removing, uncomfortable to retrieve - vaginal [foreign body in reproductive tract] tampon string breaks off [device breakage] tampon string breaks off discomfort pain upon removing [complication of device removal] uncomfortable - vaginal [vulvovaginal discomfort] pain - vaginal [vulvovaginal pain] tampon caused discomfort [medical device site discomfort] tampon caused pain [medical device site pain] cause was traced to manufacturing [manufacturing issue] consumer reported via e-mail that tampon string broke during removal. No serious injury was reported.

Manufacturer narrative:
15-apr-2021 product investigation results: cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon string breaks off upon removing, uncomfortable to retrieve - vaginal [foreign body in reproductive tract]. Tampon string breaks off [device breakage]. Tampon string breaks off discomfort pain upon removing [complication of device removal]. Uncomfortable - vaginal [vulvovaginal discomfort]. Pain - vaginal [vulvovaginal pain]. Tampon caused discomfort [medical device site discomfort]. Tampon caused pain [medical device site pain]. Case description: consumer reported via e-mail that tampon string broke during removal. No serious injury was reported.